Manufacturer narrative:
The reported event of no pacing output was not confirmed. Device was returned in back up mode. Pacing output was verified in backup mode. Product code was downloaded, and analysis was performed. This including thermal and mechanical testing of the device, which indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup was power on reset (por). The cause of por was undetermined, and the reset could not be reproduced. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that there was no pacing delivered by the pulse generator when the leads were connected despite the leads were tested and found to have normal parameters. The pulse generator was not used, and a new pulse generator was implanted. The patient was in stable condition.